Event description:
Medical part of the patient chest tube became dislodged from the connecting stat lock site unwitnessed. Chest tube sutures remain intact, and pigtail remained attached to patient. Surgical team and ICU pa [intensive care unit physician assistant] notified promptly of the situation. CT [chest tube] removed and new tube inserted.